Manufacturer narrative:
It was possbile to verify the reported failure (the distal tip remained lodged in the endotracheal tube) from the returned sample. From the investigation performed, the possible cause of reported failure could be due to the bending section not being in neutral position and insufficient lubricant when removing the scope from the et tube. This ccould have resulted in the distal end being toren off and remained in the et tube. According to IFU (lbl-004917 rev. 6.) It is stated that the distal tip must be in neutral and non-deflected position when withdrawing the endoscope. Ambu production and qc performed 100% inspection on each scope to ensure the product is in good condition before shipment. Quality alert has been raised to the technical team, quality control and production on this market complaint.

Event description:
While withdrawing the bronchoscope without resistance, the distal tip remained lodged in the endotracheal tube. The intensive care patient subsequently had to be reintubated. The patient was deeply sedated, did not strain, and the bronchoscopy was performed without difficulty and with good visibility. Patient outcome was not affected.